Event description:
Toshiba / canon ultimax x-ray machine started on fire in the middle of the night. The equipment was powered off and not in use. The x-ray staff heard a popping noise 12:30 - 1 am and when they walked into the room, smoke was coming from the cabinet. They extinguished the fire and called in the fire dept to make sure the fire was out. The covers were removed from the cabinet by the fire dept to verify the fire was out. The oems service vendor came onsite on monday the 20th and removed the chiller and start repairing the machine. The chiller that started on fire has been moved by the biomed dept until everything is resolved and the chiller is no longer needed. FDA safety report ID# (B)(4).